Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported a patient from england who has a dual-chamber pacemaker, called to report a complaint regarding her device. She was asked for the device details, but she would not provide that information, and got upset when the customer service representative asked for it. The patient proceeded to ask about whether she should have an ultrasound/x-ray, because she says she can feel the wire of one of leads on her collar bone when she lays on her left side. The patient was difficult to understand, and proceeded to complain about her doctors, and complained about health care in general. The patient continued on with explaining how she can feel her device move, and that she was experiencing swelling near the device site, and also experiencing fevers. The customer service rep tried collecting more information to determine what her issues were, but the patient was yelling and continued interrupting the conversation. The patient complained about medication, the scientist she is working with, and asked if her pacemaker position is normal. The patient also stated that she was having mini strokes. After about 30 minutes of speaking with the patient, the customer service rep still could not fully understand her questions. The customer service rep suggested the patient follow up with her physician several times during the conversation, but this angered the patient more. The patient did not seem to understand she was speaking to someone in the us. Since bsc cannot access other countries' medical records, we cannot provide the model serial for her device.